Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly the customer damaged the cartrdige by pulling on the cartridge tubing. Reportedly the customer¿s spouse brought the customer a new cartridge and the customer was able to load the new cartridge and resume insulin delivery to address the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.